Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Updated: d1, d4, g5.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm surgical valve in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years due to severe mitral stenosis. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. The procedure went well with no complications. The patient was brought to the ICU for continued care. On pod #1 the patient as noted to be feeling well. The patient was discharged home on pod #2 with oxygen therapy.